Manufacturer narrative:
The pdm was returned and evaluated and no problem was found that would have resulted in either "elevated" or erroneous bg readings. The pdm underwent a thorough investigation. Multiple control solution tests were performed: the pdm recognized all strips when inserted and gave acceptable readings for all strips tested. The bg meter was found to have functioned as intended - all readings were within specific tolerance limits. The pdm was tested for communication with a pod. The device successfully activated and programmed a pod to deliver three boluses; each fluid bolus delivery was measured and was found to be within acceptable tolerance limits. The pdm performed all tests successfully and functioned as intended during the evaluation. Based on investigation results, there is no indication that the pdm was, or may have been, a contributing factor to the customer's hyperglycemic episode. Note: the customer's husband claimed that, in the omnipod user guide, he was unable to easily find "how to handle a high bg episode." Within the omnipod user guide's index is a section dedicated specifically to hyperglycemia; page numbers are provided where the customer can look up information about avoiding, the causes of, symptoms of and the treatment of hyperglycemia. Additionally, the user guide contains many cautionary/warning statements regarding the importance of checking for and handling high blood glucose readings. The following statements are included in the user guide: "if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." If you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately." To avoid hyperglycemia, "check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer's husband reported that his wife had been hospitalized six weeks after starting the omnipod system due to 'severe ketoacidosis" and a bg level over 900 mg/dl. Cardiac and renal complications ensued. While at the hospital, she received an insulin drip which returned her bg levels to "normal." She was then placed back on the system, but her levels "immediately elevated again"; she returned to using needle injections. The customer was released from the hospital after ten days. Though no specific pod or pdm failure mode was cited, the husband suspects the pod "may be malfunctioning." Prior to starting on the omnipod system, she had never been hospitalized for high bg levels; over the past 40 years, her occasional hospital visits resulted only from low bg levels. Note: the customer's husband claimed that, in the omnipod user guide, he was unable to easily find "how to handle a high bg episode." Note: the customer had reported this complaint by sending an e-mail to the manufacturer's privacy officer. The user guide instructs customers to contact customer carte "for non-medical emergencies or for technical questions about the omnipod system setup or operation" and provides the phone number for 24-hour, 7-days a week service. Since this complaint bypassed the normal process by which complaints are received, logged and evaluated, a time lapse had occurred. The purpose of this note is to explain the time differential between the date of event ((B)(6) 2010) and the date of this report (12/13/2010).